Manufacturer narrative:
Concomitant product/s: egia60avm egia60avm egia 60 artic vasc med sulu lot #:n2k0663y sigphandle sig power sigphandle handle serial #:(B)(4). Sigadaptxl sig power sigadaptxl linear xl adapter serial #:(B)(4). Sigpshell sig power sigpshell control shell lot #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic re-anastomosis after perforation due to balloon dilatation after stenosis of the ga strojejunal anastomosis after rygb (roux-en-y gastric bypass) 2013, at the time of performing a functional pouch in the stomach, the staples had poor formation and the staple line was centrally incomplete. The second reload had an unknown issue. A competitor's dev ice was used to re-staple the lateral staple line. This led to tissue damage.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that not fully staples were found inside the tissue in all attached images and a staple line could be partially seen. It was reported that the staples did not form as expected and were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 - additional rfr (firpar) and fdd (a050502) codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a rygb (roux-en-y gastric bypass), the patient experienced stenosis of the gastrojejunal anastomosis. This led the patient to have balloon dilatation. The patient then had perforation due to balloon dilatation. To resolve the perforation, a laparoscopic re-anastomosis was performed. At the time of performing a functional pouch in the stomach, the device partially fired, the staples had poor formation, and the staple line was centrally incomplete. The second reload had an unknown issue. A competitor's device was used to re-staple the lateral staple line. This led to tissue damage.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged and had damage to the cutting edge of the knife blade. Functionally, the interlock was overridden and the reload was cycled over test media. All remaining staples were placed and test media was transected. The cutline on the test media was not clean due to the damaged knife blade. The reload interlock was tested and found to function properly. It was reported that the staples did not form as expected and the device initially fires, but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that staples were missing from the staple line after firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a rygb (roux-en-y gastric bypass), the patient experienced stenosis of the gastrojejunal anastomosis. This led the patient to have balloon dilatation. The patient then had perforation due to balloon dilatation. To resolve the perforation, a laparoscopic re-anastomosis was performed. At the time of performing a functional pouch in the stomach, the device partially fired, the staples had poor formation, and the staple line was centrally incomplete. A competitor's device was used to re-staple the lateral staple line. This led to tissue damage and tissue loss.

Manufacturer narrative:
Correction: b5, b7 additional information: g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a rygb (roux-en-y gastric bypass), the patient experienced stenosis of the gastrojejunal anastomosis. This led the patient to have balloon dilatation. The patient then had perforation due to balloon dilatation. To resolve the perforation, a laparoscopic re-anastomosis was performed. At the time of performing a functional pouch in the stomach, the staples had poor formation and the staple line was centrally incomplete. The second reload had an unknown issue. A competitor's device was used to re-staple the lateral staple line. This led to tissue damage.